Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a remote transmission revealed many episodes of far field r wave oversensing that results in inappropriate ams episodes. Programming changes were suggested. I was later noted that the programming changes will be made until the next follow-up. The patient is stable.